Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Fourteen devices were received for evaluation; 14 events were confirmed during testing. Five devices were found to be affected by broken-down lubrication and corrosion. Six devices were found to have broken-down lubrication. One device was found to be affected by corrosion. One device was found to be affected by damaged internal components. One device was found to be affected by corrosion and a shattered internal component. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 14 </noe> malfunction events in which the device overheated. There was no patient involvement; no patient impact.